Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patients chief complaint is pain. Dr went in and found the stem and cup to be well fixed and positioned. He  choose to remove the metal insert and head and replaced them with a poly insert and ts ceramic head. The stem and cup was retained. Doi: (B)(6) 2002; dor: (B)(6) 2019, right hip.